Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The fluid overload was likely related to the patient¿s non-compliance with the treatment plan change. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient's contact reported the patient having peritonitis and does manuals during the day with heparin per the pdrn. During a follow-up call, the peritoneal dialysis registered nurse (pdrn) confirmed the diagnosis of peritonitis; effluent culture on (B)(6) 2017, was positive for gram negative rods. A review of the medical records indicated that the patient also experienced fluid overload. The peritoneal dialysis nurse confirmed that the fluid overload began prior to the patient developing cloudy effluent that lead to the peritonitis diagnosis. The patient was not hospitalized and was treated in the clinic for the peritonitis. The patient was treated with the antibiotics vancomycin and gentamycin. The peritoneal dialysis nurse stated that the patient was normally using 1.5% and 2.5% solution and the nurse noticed that the patient seemed to be absorbing a lot of fluid. The peritoneal dialysis nurse instructed the patient to add a day exchange with 4.25%; however the patient did not follow these instructions. The patient was later noted to have a weight gain from 79 kilograms to 94 kilograms. The pd nurse advised the patient to again add an exchange with 4.25% solution in order to remove the excess fluid. The peritoneal dialysis nurse stated that the source of the peritonitis was a breach in aseptic technique. The peritoneal dialysis nurse reported that as of (B)(6) 2017 the patient was recovering and treatment for the peritonitis was completed. The patient continues to perform peritoneal dialysis therapy with no further issues.